Event description:
Trilogy ev300 was sent to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the service center, the device failed to complete updates. The investigation confirmed that a faulty display, display system board and display interface system board was the underlying issue, therefore, would need to be replaced to address the issue. The system does not meet the specification for the performed service and is not returned to use. Follow up investigation & repairs will be completed at the UK bench. A supplement report will be filed if additional information becomes available.